Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of pelvic reduction forceps was missing the screw and nut. The issue was discovered during the washing process in the sterilization department. There were no other visible signs of damage on the device. No reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: service & repair evaluation: the customer reported the item was missing the screw and the nut. The repair technician reported the square stud, stop nut, and fulcrum screw were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: square stud, fulcrum screw, stop nut. This item was repaired, passed synthes final inspection, and returned to the customer on october 13, 2015. Missing parts that were repaired. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was performed ¿ service history review: part no: 398.88, serial/lot no: (B)(4)/3920571. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 22-feb-1999. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.